Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2008 indicated normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
Reporter alleged obtaining the results of 106 mg/dl, 126 mg/dl, 192 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B) (4)